Event description:
The recipient is reportedly electing revision surgery for a technology upgrade. Revision surgery is scheduled.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. The external visual inspection revealed tool damage to the epoxy header and seam weld. In addition, the electrode was severed. This is believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock could not be obtained at any spacing. This is believed to have been caused by damage induced during revision surgery. The condition of the electrode prevented an electrical test from being performed. The device passed some of the electrical tests performed. This device was explanted for medical reasons. However, this device had a gross leak failure at the case-band braze, which is believed to have been induced during revision surgery. This older device configuration is not currently manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section: b.3, d.6b, d.9, h6. The recipient has healed. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction information section h.10. Advanced bionics considers the investigation into this reportable event as closed. The recipient was reimplanted with another cochlear device. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.